Event description:
Boston scientific received information that during a change out procedure, the physician experienced difficulty removing the right ventricular (rv) and right atrial (ra) from the header of the device. After several attempts, the physician had to cut and surgically abandoned the leads. New ra and rv leads were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
A portion of the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was severed 40 mm from the terminal pin and only the proximal segment was returned. Visual inspection revaled very slight blood and body fluid in the terminal area. Analysis was unable to confirm the allegation of the leads being stuck in the header.